Event description:
A pt reported experiencing inaccurate erratic results with an ot basic original meter. The pt's blood glucose results were 161mg/dl, 125mg/dl. Tests were done 1 minute apart with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.